Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID: 37752, serial#: (B)(4). Product type: recharger: product ID: 37743, serial#: (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced stimulation in the wrong location following a fall down the stairs 3 months previous. Ever since the fall, the stimulation had not been in the correct location; it was "okay" at first but was not at the time of this report. Usually, the patient felt stimulation in the back and legs; the patient only felt the stimulation in the left leg. Additional information has been requested, but was not available as of the date of this report.